Manufacturer narrative:
The device was returned to olympus and the customers complaint (device starts and stops) could not be confirmed. During inspection and testing the following was also found: dim display, faulty screen, missing cover, and scratches on the housing cover. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during the course of a couple weeks the physician noticed that the device stops and starts. The physician believes that during the procedure this causes issues with the cutting (no longer smooth). There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: faulty circuit board. This report is being submitted for the malfunction found during evaluation (faulty circuit board).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) is not applicable to this investigation as this device has been previously repaired by the olympus servicing team. DHR's are not required in this instance as the device is no longer true to the DHR as the device is opened up, serviced, and parts are potentially replaced. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the event likely occurred due to the faulty board. Olympus will continue to monitor field performance for this device.